Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying error messages; error 4 and error 2.2. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged error message issue began on (B)(6) 2019 at 9:15 am. The patient informed the csr that she manages her diabetes with a combination of diabetes medication; 1000 mg of metformin twice daily and 2.5 units of ozempic once a week. The patient denied making any changes to her usual diabetes management routine in response to the alleged error message issue with the subject meter. The patient claimed that 15 mins after obtaining the alleged error messages she developed a symptom of ¿extreme dizziness¿. The patient reported that on the same day at 9:50 am she self-treated her symptom with a few sips of orange juice. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and the correct test strips were being used for testing. The csr confirmed that based on the information provided, the patient was following the correct testing procedure and that she was using test strips that had been stored correctly and were within their expiry/discard date. The csr walked the patient through performing a re-test with the subject meter and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged error message issue.